Event description:
Additional information was received 25may2023. The procedure involved recanalization and stent placement within an obstructed iliofemoral vein. Resistance was encountered as the user engaged the occlusion and wedged the triforce catheter into the lesion, prior to torqueing the catheter in one direction, resulting in catheter separation. A power injector was not used. The separated catheter was successfully retrieved with a snare.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified procedure, an unspecified triforce peripheral crossing set's catheter separated. The device was used within a very fibrous, post-thrombotic, occlusive lesion. Once the lesion was engaged with an unknown wire, the triforce was placed over the wire and into the lesion. The user torqued the catheter multiple times in one direction, at which point the catheter broke in half. An unknown snare was used to retrieve the separated catheter fragment through the sheath. Other devices were then used to cross the lesion and place a stent. The patient did not require any additional procedures due to this occurrence. The patient is reportedly doing well. Additional information was received 25may2023. The procedure involved recanalization and stent placement within an obstructed iliofemoral vein. Resistance was encountered as the user engaged the occlusion and wedged the triforce catheter into the lesion, prior to torquing the catheter in one direction, resulting in catheter separation. A power injector was not used. The separated catheter was successfully retrieved with a snare. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The customer did not provide the lot number to cook, and a global search of sales could not definitively determine the lot; therefore, the device history record could not be reviewed. It is unknown if there were any non-conformances or additional complaints on the lot. The product IFU states ¿the device should not be forced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ the information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event. The complaint device was used in a very fibrous, post-thrombotic, occluded lesion. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D9, h3: it is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, an unspecified triforce peripheral crossing set's catheter separated. The device was used within a very fibrous, post-thrombotic, occlusive lesion. Once the lesion was engaged with an unknown wire, the triforce was placed over the wire and into the lesion. The user torqued the catheter multiple times in one direction, at which point the catheter broke in half. An unknown snare was used to retrieve the separated catheter fragment through the sheath. Other devices were then used to cross the lesion and place a stent. The patient did not require any additional procedures due to this occurrence. The patient is reportedly doing well.